Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report. The event involves a scorpio nrg cr femoral component with ha that is not cleared for commercial distribution in the us. However, the reported event is related to a supracondylar fracture, which may occur with cemented scorpio nrg cr femoral component.

Event description:
It was reported that, "the pt had a supracondylar fracture on (B)(6) 2011. Therefore, the surgeon performed a fixation with t2 supracondylar nail."